Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow block. The customer's blood glucose was 140 mg/dl at the time of incident. The customer reported that the insulin flow block alarm was resolved by changing infusion set. The infusion set will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.